Manufacturer narrative:
Product analysis: analysis noted that the battery drawer on the lower case was damaged and the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. Additionally, the firmware of the device was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.